Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing audible alarms from the power module which reportedly resolved when the system controller was exchanged. The patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing the power module sounded an audible alarm, consistent with reported event. In addition, the low battery hazard alarm was activated when the system was operated solely on the black power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown conductor that monitors the battery voltage was kinked and the insulation was compromised. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.